Event description:
It was reported that during a subcutaneous implantable defibrillator (s-ICD) device data review, an episode of over-sensed noisy signals was observed. It was hypothesized that this s-ICD electrode had fractured. Boston scientific technical services was contacted and confirmed that noisy signals were present in december 2020. It was recommended to assess the viability of the primary sensing vector, as well as perform diagnostic imaging to assess the s-ICD electrode integrity. At this time, the s-ICD electrode remains implanted and no adverse patient effects were reported.

Event description:
It was reported that during a subcutaneous implantable defibrillator (s-ICD) device data review, an episode of over-sensed noisy signals was observed. It was hypothesized that this s-ICD electrode had fractured. Boston scientific technical services was contacted and confirmed that noisy signals were present in (B)(6) 2020. It was recommended to assess the viability of the primary sensing vector, as well as perform diagnostic imaging to assess the s-ICD electrode integrity. Further information review determined that a recent shock delivery was inappropriate and technical services recommended an x-ray to assess the electrode integrity. However, it was stated that the clinic was not keen on performing an x-ray. At this time, the s-ICD electrode remains implanted and no additional adverse patient effects were reported.